Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the purewick urine collection unit was not suctioning, believes it was placement. Representative did see the patient had not ordered a kit since last june, but she stated she had bought several and replaced it as needed. Representative informed of importance of keeping up with the replacement to ensure the life of the motor. Did troubleshoot and unit passed water test as well as wick. Representative did go over placement and some tips and also advised to make it a habit to shake the lid after they clean to ensure the valve is in place. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used) per additional information received via email on 16sep2025, everything is working fine now.

Event description:
It was reported that the patient stated the purewick urine collection unit was not suctioning, believes it was placement. Representative did see the patient had not ordered a kit since last june, but she stated she had bought several and replaced it as needed. Representative informed of importance of keeping up with the replacement to ensure the life of the motor. Did troubleshoot and unit passed water test as well as wick. Representative did go over placement and some tips and also advised to make it a habit to shake the lid after they clean to ensure the valve is in place. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.